Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (fsr) observed the loose cover due to a missing buna insert. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the occluder dome cap would not stay latched. He replaced the dome cap. The unit operated to manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported issue was discovered during unit check-up.

Event description:
It was reported that during use of the device for a non-clinical activity, the venous occluder cover was very loose and upon calibration would pop off. There was no patient involvement.